Event description:
It was reported to gems that when the customer tilted the monitor boom, the road mapping monitor fell onto the table. No injury was reported. Bolts securing the monitor to the monitor boom were found to be missing.